Event description:
The plant investigation considers the foreign matter to be residue from the lubricant used on the molding machine tie-bars. Occasionally this lubricant will get on the mold face-plate and will require the plate to be wiped clean. In this instance the grease came in contact with the component and went undetected through the assembly process. There were no complaint related defects noted in the device history record. Finally, no similar complaints have been leveled against lot #702527. To put it plainly, the above condition is unacceptable. Thus, to prevent future occurances a copy of this complaint evaluation is being forwarded to the dept mgr for review by the in-line molding machine operators.